Event description:
It was reported that shaft break and balloon burst occurred. The target lesion was located in the calcified obtuse marginal artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. Upon first inflation at 9 atmospheres for a duration of less than 30 seconds, the balloon ruptured. During retrieval of the device, the mid shaft broke into two around midpoint of the catheter. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).